Event description:
Trocar broke in half inside of patient. Surgeon putting in trocar and while inserting it she needed to use a little pressure. Trocar broke in half and stay in fascia. General surgery came to assist and both pieces were removed.